Event description:
The vaxcel pasv PICC that had been therapeutically placed in a female patient exhibited a hole in the catheter that was located distal to suture wing at the 40cm mark on the catheter. There was no information from the complainant of how long the device had been implanted in the patient. No sequellae was identified by the complainant as result of the reported problem.